Manufacturer narrative:
A1: patient identifier: requested, not provided, a2: age & date of birth: requested, not provided, a3a: sex: requested, not provided, a4: weight: requested, not provided, a5: ethnicity: requested, not provided, a6: race: requested, not provided, d4: lot number: requested, unknown, d4: expiration date: unknown due to unknown lot number, d4: UDI: unknown due to unknown lot number, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: tech, h4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: the tr band would not hold air. The lab checked the tr band by placing air to do a leak test before they put the band on a patient. During the check it was found that the band did not hold air. The band was thrown away before being placed on a patient. The procedure performed was a left heart cath (lhc). The event occurred pre-operatively, therefore there was no blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air flow issues as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The DHR could not be reviewed as the lot number for the device was not provided. No action is recommended since this risk evaluation is within the predetermined limits.

Event description:
Terumo received the following reported information: the tr band would not hold air. The lab checked the tr band by placing air to do a leak test before they put the band on a patient. During the check it was found that the band did not hold air. The band was thrown away before being placed on a patient. The procedure performed was a left heart cath (lhc). The event occurred pre-operatively, therefore there was no blood loss.